Event description:
Customer reported getting inaccurate readings from their freestyle meter. A lab test was done and compared to a freestyle test. The lab result was 200 mg/dl and the freestyle result was 150 mg/dl. The reported freestyle and lab comparison results differ by more than 20% and indicate a clinically significant inaccuracy and therefore, meets the MFR's definition of a malfunction.